Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was 222 mg/dl at the time of incident. Drive support cap was sticking out. The customer did not report insulin pump had motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.